Event description:
During the transfemoral tavr procedure, the sapien xt valve was deployed in a 50:50 position, which resulted in severe paravalvular leak (pvl). The valve was post dilated with +2cc of extra volume. The post dilatation yielded no improvement. The decision was made to implant a second valve in a more ventricular position. The second sapien xt valve was deployed 40:60 aortic:ventricular, which reduced the pvl to mild. The patient¿s native aortic annulus had an area of 388mm2 by CT. The native valve and leaflet calcification was moderate. It was reported that the valve might have been undersized due to an incorrect CT reading. The patient had an area which was not measured. It is unknown if the area was calcification or a clot in the native leaflet.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause for the pvl cannot be confirmed; however, per report, the valve may have been undersized due to an incorrect CT reading. There was no indication/allegation of a device malfunction of the sapien xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.